Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with no calcification and mild tortuosity. After positioning the xience prime stent over the lesion, the physician took hold of the hub to connect it to the inflation device. Just before beginning to inflate the stent delivery system balloon, the proximal shaft, 10 cm from the hub, separated two pieces, leaving the hub and part of the shaft in the hand of the physician and the other part of the device inside the patient. The device was able to be withdrawn from the patient and it was replaced by another stent without any complication. No resistance noted during advancement to the lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.